Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Visual examination of the returned product identified the battery pack was wet outside as well as inside. Inside of the battery pack had debris and some type of dried fluid along the terminals and batteries. The batteries were also discolored. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during surgery the pulsavac didn't work and the battery pack became very hot. There was no sign of burning, charring, smoke, or spark. There was no patient involvement. During evaluation, it was discovered that the batteries of this device were leaking.